Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. It was reported that the customer accidently removed the rubber ring on the rack pushrod on the pump. Tandem technical support informed the customer that removing the rubber ring on the rack pushrod could damage the pump and interrupt insulin delivery. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 22 mg/dl. Cause was not known. Reportedly the customer was treated by paramedics with glucose tablets, nasal spray, sugar tablets, liquid glucose, glucagon injections, and d10 to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.